Event description:
It was reported that there was dislodgment of the atrial lead . The lead was repositioned and remains in use. During the repositioning procedure, there was difficulty tightening the device header set screw. The physician backed out one of the set screws too far and it became misaligned with the threads and could not be seat properly due to the angle of the grommet. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.